Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the cartridge was reloaded and insulin delivery was resumed. Additionally, it was reported that the wake button was delayed in responding to presses and multiple, forceful presses were necessary for display to activate. The customer applied more pressure to the wake button to address the issue. There was no adverse impact to customer¿s blood glucose level.

Manufacturer narrative:
Device not returned.